Event description:
Mom called into customer service to say her power adapter was plugged into wall and it exploded and there was fire and sparks shooting out of it and all the housing exploded apart.

Manufacturer narrative:
Contact was not made with the customer to obtain additional information regarding the event. Attempts were made by a medal clinician as well with no response. Customer reported fire and sparking form the transformer. The complaint can not be confirmed as the product involve in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise form logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.